Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. This lead's allegation was not confirmed. There were two sets of screw marks on terminal pin in correct location. The spiral fixation normal as expected. The resistance measurement was passed and the pressure test was passed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead captured threshold was 5.0 v at 1.0ms. The physician elective to replace the lead. Additional information indicates that the elevated threshold had been known for a few years. In addition, lead has migrated proximally in the selected branch. The lead was explanted. No additional adverse patient effects were reported.